Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service provided assistance with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues reoccurred.